Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Additionally, healthcare professional reported capsular contracture, baker grade IV, and "device was intact but there was fluid found on outside of implant."

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, wear abrasion, crystalline white/cloudy in the gel. Voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: b.5, d.9, h.3, h.6 the events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, g1, h6.

Event description:
Healthcare professional reported capsular contracture, baker grade IV, and "device was intact but there was fluid found on outside of implant." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.